Event description:
Medtronic received info that following the implant of this bioprosthetic valve, the physician noticed a small tear (2mm) at the edge of one of the leaflets. The valve was explanted and replaced. There were no adverse pt effects.

Manufacturer narrative:
(B)(4). Eval method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event determined to be related to user error. Analysis: upon receipt at medtronic's quality lab, all leaflets were flexible. The non-coronary and left cusps were intact. A slight tear in the free margin of the right cusp adjacent to the nodule of aranti occurred during implant. All commissures were intact. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for products released for distribution. No issues were identified that would have impacted this event. Analysis determined the cause of the event was related to user error at implant.